Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, see also 3004485144-2015-00120.

Event description:
The sales associate reported an adjustment driver and two plates broke during a cervical revision procedure. It is reported the revision was part of the patient's treatment as they needed to go up two additional levels, there are no allegations of the implants not functioning as intended. It is reported the ring came out in the first plate and the ring shaved off in the second plate, both occurred while putting the last screw into the plate. In addition, he reports the handle came loose on the adjustment driver while tightening the screws on the second 60mm plate. A two level plate and screw inserter were used to complete the surgery. He confirmed no foreign body was retained, however the case was delayed about 45 minutes. No adverse events were reported as a result of the delay.

Manufacturer narrative:
The returned 14-521002 (maxan quick adjustment driver) from lot zb130901 was visually inspected by quality engineering. Initial inspection confirms the reported device failure, the device shaft is separating from the handle assembly. A functional assessment was not performed as the visual inspection confirmed the complaint. The reported complaint is confirmed; the driver shaft is separating from the handle assembly. The root cause cannot be conclusively determined, but is likely attributed to excessive forced placed upon the instrument during use. Supplemental report one of two for the same event, reference 3004485144-2015-00120-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report one of two for the same event, reference 3004485144-2015-00120-1. Fields were updated based on the receipt of product for evaluation.